Event description:
During remote follow-up, it was observed the device could not connect with the app and send transmissions. Abbott was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.